Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they customer went to emergency medical service due to low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident. Customer had been experiencing low blood glucose level for 1 day. Customer took his caretaker and troubleshooting was declined stated that the patient only wanted to rest. The customer was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind, prime / seating, basic occlusion, occlusion, force sensor, displacement and displacement accuracy tests.